Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Device evaluation also noted damage to the bottom cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to an issue with the power supply. The definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿¿s allegation (burning smell and the unit kept turning on and off) was confirmed. Device evaluation found device power cycles repeatedly however, unable to boot up completely (failed to boot-up during power test) the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A biomedical engineer reported on behalf of the customer that when using a soltive premium super pulsed laser system, there was a burning smell and the unit kept turning on and off. The event occurred during preparation for use. There was no patient harm associated with the event.